Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported the patient claimed their stimulator didn¿t work and hadn¿t worked for a while. No symptoms rep orted. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.